Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil fractured in uterus/portion in uterus and portion in left pelvis'), device dislocation ('migration of essure device: left pelvis/right is still floating in abdomen'), device expulsion ('migration of essure device: uterus and left pelvis') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) female patient who had essure (batch no. 686083) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hematuria, left lower quadrant pain, pelvic adhesions, ovarian cyst and pelvic pain. Concurrent conditions included morbid obesity and metrorrhagia. Concomitant products included fluoxetine hydrochloride (prozac) since 2000. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("pain/lower back radiating to abdomen") and abdominal pain ("pain/lower back radiating to abdomen"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 2 years 3 months after insertion of essure. On an unknown date, the patient experienced medical device discomfort ("discomfort from spring"). The patient was treated with surgery (left salpingo oophorectomy,hysterectomy and endometrial ablation). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, device dislocation, device expulsion, menorrhagia, vaginal haemorrhage, depression, dysmenorrhoea, dyspareunia, fatigue, weight increased, back pain, abdominal pain and medical device discomfort outcome was unknown. The reporter considered abdominal pain, back pain, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, medical device discomfort, menorrhagia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2010, upon insertion, 3 to 4 coils were noted on both sides after deployment. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Closure of the fallopian tube by the portion of the device that is present within the left tube. Pathology test - on (B)(6) 2014: a piece of coiled metal wire is identified within the right cornu area. Urinary system x-ray - on (B)(6) 2013: there is an essure stent in the expected location on the right side of the pelvis. A second essure stent is located over the left lower quadrant of the abdomen which is an atypical location. X-ray - on (B)(6) 2012: coil fractured in uterus and left pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, back pain, lower abdominal pain, menorrhagia, device breakage, partial expulsion and device dislocation. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs and mr received: case became incident. Previously reported event "injury to herself" was replaced with new events- migration of essure device: left pelvis/right is still floating in abdomen, coil fractured in uterus/portion in uterus and portion in left pelvis, migration of essure device: uterus and left pelvis, abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), depression, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain and pain/lower back radiating to abdomen and discomfort from spring. Lot number added. Reporter information updated, patient history, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil fractured in uterus/portion in uterus and portion in left pelvis'), device dislocation ('migration of essure device: left pelvis/right is still floating in abdomen'), device expulsion ('migration of essure device: uterus and left pelvis') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 33-year-old female patient who had essure (batch no. 686083) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hematuria, left lower quadrant pain, pelvic adhesions, ovarian cyst and pelvic pain. Concurrent conditions included morbid obesity and metrorrhagia. Concomitant products included fluoxetine hydrochloride (prozac) since 2000. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("pain/lower back radiating to abdomen") and abdominal pain ("pain/lower back radiating to abdomen"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 2 years 3 months after insertion of essure. On an unknown date, the patient experienced medical device discomfort ("discomfort from spring"). The patient was treated with surgery (left salpingo oophorectomy,hysterectomy and endometrial ablation). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, device dislocation, device expulsion, menorrhagia, vaginal haemorrhage, depression, dysmenorrhoea, dyspareunia, fatigue, weight increased, back pain, abdominal pain and medical device discomfort outcome was unknown. The reporter considered abdominal pain, back pain, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, medical device discomfort, menorrhagia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2010, upon insertion, 3 to 4 coils were noted on both sides after deployment. Current weight: 270 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Closure of the fallopian tube by the portion of the device that is present within the left tube. Pathology test - on (B)(6) 2014: a piece of coiled metal wire is identified within the right cornu area. Urinary system x-ray - on (B)(6) 2013: there is an essure stent in the expected location on the right side of the pelvis. A second essure stent is located over the left lower quadrant of the abdomen which is an atypical location. X-ray - on (B)(6) 2012: coil fractured in uterus and left pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, back pain, lower abdominal pain, menorrhagia, device breakage, partial expulsion and device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.